Event description:
A malfunction alarm with code malf 9 was reported, and there were no notable events prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and the customer was assisted in completing the reset. The malfunction did not recur after resetting, allowing the customer to continue using the pump without further issue. Additionally, the customer was advised to contact support if any malfunction code recurs.